Event description:
The pt who was observed by the telemetry transducer died because at the central station, no alarm occurred. The central station showed an ECG although the pt already died.

Manufacturer narrative:
Phillips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.